Event description:
Reference number (B)(4). Event took place in the united states on (B)(6) 2025, the patient observed that the coupling housing, also known as the "anchor," had detached. Additionally, the patient's blood glucose levels were elevated, measuring 253 mg/dl. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). MDR 3003442380-2025-03787. The initial MDR with manufacturing report number (3003442380-2025-03787), was submitted on 13-march-2025. Upon receiving additional information, it was discovered that lot number was invalid on 21-march-2025. Additional information - this MDR is being submitted to include the below: h4: lot number, to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.